Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the caller couldn't get sensing values for r-waves at 0.45mv. Reprogrammed to 0.9mv and was able to get 0.4mv measurement. The device remains in use. No patient complications were reported as a result of this event.